Manufacturer narrative:
Concomitant medical products: kdr901 ipg, implanted: (B)(6) 2002. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had a conductor failure and had high impedance warning and noise was noted on real time atrial electrograms. The noise was easily reproduced with minimal arm movement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.